Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming in the pool and submerged the pump in approximately 6 inches of water. Pressing the wake button would successfully activate the pump display; however, a button alarm would occur each time the button was pressed. The customer's blood glucose level was 209 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.